Manufacturer narrative:
Investigation revealed that there was no system malfunction. Evaluation found the reported issue was due to use error. The user accepted a registration which was invalid. Review of the registrations showed that registrations for l4 and l5 levels were poor and should not have been accepted. It was confirmed that the case was set up for levels l3-l4 and l2 was added to help with the registration because spacers had been put in before the robot was used. This information was supported by the log files as well. The surgeon decided to put spacers in before inserting the screws, this caused the anatomy in the fluoroscopic image to be shifted in relation to the original CT scan and its generated drr projection, which had no spacers. This shift caused the registration algorithm to give a poor registration. There was no malfunction of the system. The cause of the reported issue was traced to user technique.

Event description:
In a l4-l5 case, two screws on the patient right missed laterally. Surgeon put in left side screws first which went in according to plan. Surveillance marker did not detect a shift in the drb. On the l4 screw, drill and tap went in on trajectory and the screw itself had high force readings as driving it and you could see on the navigation that it was diverging off plan laterally. Half way down the surgeon stopped driving the screw because he no longer had purchase of bone. On l5, drill went on trajectory, but the tap and screw were showing lateral. When we took fluoro to see what was going on. L4 screw was entirely outside the pedicle and l5 was breaching.